Event description:
Pt presented at rooms with pain and dislocation on x-ray. Failed cup as cup came loose. Also there is a fracture in the posterior of the acetabulum - revised to pinnacle cup with screw fixation.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part # since it is only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.